Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye did not note any abnormalities. The photograph was reviewed which observed that the patient line cap was properly capped; it was not detached or loose from it¿s connector. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring) on one of the lines of the homechoice cassette detached. This occurred before use of the device for peritoneal dialysis therapy there was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.